Event description:
It was reported that this patient underwent a system revision due to noise and oversensing, with no pacing inhibition. Subsequently, the implantable pacemaker system was explanted, and the right atrial (ra) lead, and right ventricular (rv) lead was surgically abandoned. A new device system was successfully implanted. No additional adverse patient effects were reported.